Event description:
It was reported that a spectrum infusion pump failed "cal flow high". It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.